Event description:
The surgeon had some difficulty closing the device on the main stem bronchus. The device did click and close and was fired. At the end of the case, the staple line was water tested at 40mhg. Staple line seemed fine. The patient had difficulty breathing during recovery. A broncoscopy was performed and the staple line seemed fine. The patient was moved out of recovery and had more difficulty breathing. The patient was taken back to surgery. It was found that the bronchus staple line was open and not intact. Two unformed staples were found. The patient expired.